Manufacturer narrative:
The reported events were perforation, inadequate capture, and r-wave amplitude variation. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix retracted and covered with tissue. X-ray inspection found the inner coil over torqued at the connector region consistent with procedural damage. After the lead was cut and cleaned, and torque was applied directly to the inner coil, the helix could be extended and retracted. The full helix extension length measured within specification. A tip stiffness test was performed, and all test results were within product specification. The reported events of inadequate capture, and r-wave amp variation were not confirmed. Electrical tests did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that post-procedure after leaving the procedure room that the patient experienced chest pain, unacceptable capture thresholds and unacceptable sensing on the right ventricular (rv) lead. X-ray was performed and revealed that the rv lead had perforated the heart. The physician elected to explant and replace the rv lead. The patient condition was stable following the procedure.